Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl. The customer was treated with shot and insulin drip. The customer was admitted at holzer medical center. The cause of the customer emergency room visit was stress and insulin pump was not giving insulin. The patient was release sunday evening. The customer was wearing insulin pump during the emergency room visit. The troubleshooting was performed. The customer was asked to call back to finish troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.